Event description:
Philips received a complaint on the capnography extension indicating that the blood pressure readings were inaccurate. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and connected the multi-measurement server (mms) to the host monitor. The fse measured the blood pressure using a simulator. The fse confirmed that the blood pressure measurements were significantly off and determined that the mms required replacement. Based on the results of the analysis, it was determined that the mms had malfunctioned, so the mms was replaced to resolve the issue. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #:(B)(6). Section e: reporter phone #: (B)(6).